Event description:
Caller reported a cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on waiting until prompted during the load process to remove the used cartridge, and the caller understood and acknowledged the instructions. Cts to replace pump. Customer will continue to use current pump.